Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("when trying to remove it, the coil broke inside the fallopian tube") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), device deployment issue ("did not deploy correctly") and complication of device removal ("complication of device removal"). Essure treatment was not changed. At the time of the report, the device breakage, device deployment issue and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage and device deployment issue with essure. The reporter commented: going back for surgery soon to have it removed, date unknown most recent follow-up information incorporated above includes: on 31-aug-2017: during internal review it was notified that the previously reported initial receipt date 21-aug-2017 is incorrect. The correct initial receipt date of the case is 18-aug-2017 incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("when trying to remove it, the coil broke inside the fallopian tube") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), device deployment issue ("did not deploy correctly") and complication of device removal ("complication of device removal"). Essure treatment was not changed. At the time of the report, the device breakage, device deployment issue and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage and device deployment issue with essure. The reporter commented: going back for surgery soon to have it removed, date unknown. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.